Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9319578. Medical device expiration date: 2020-11-30. Device manufacture date: 2019-11-15. Medical device lot #: 9081742. Medical device expiration date: 2020-03-31. Device manufacture date: 2019-03-22. Medical device lot #: 9255653. Medical device expiration date: 2020-03-31. Device manufacture date: 2019-09-12. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after use the bd vacutainer® sst¿ blood collection tubes had the stopper creep out or loose closure. The following information was provided by the initial reporter: "tops of the tubes popping off and appear to be loose".

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for stopper pop off with the incident lot was not observed as all product specifications were met. All stoppers remained fully on the tubes after draw testing. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported after use the bd vacutainer® sst¿ blood collection tubes had the stopper creep out or loose closure. The following information was provided by the initial reporter: "tops of the tubes popping off and appear to be loose".